Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2020 with unknown blood glucose levels at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer alleged insulin over and under delivery. Troubleshooting was completed and the pump passed a displacement test, but the issue was unresolved per the customer. The customer had similar events on (B)(6) 2019 and (B)(6) 2020. The customer also reported a high of 398 mg/dl. The insulin pump will be returned for analysis.